Manufacturer narrative:
This is report four of five for the same event. Reports one through three and five are reported on MFR #0001032347-2016-00629-1 through 0001032347-2016-00631-1 and 0001032347-2016-00633-1.

Manufacturer narrative:
No product was returned. However, the distributor did provide an x-ray of the implants prior to explantation. The x-ray that was provided was reviewed by a development engineer. The engineer stated the surgeon used the correct number of screws on each side of the fracture, all of the screws appear to remain securely seated, and there are no visual signs of defects. It was noted on the complaint report that the plate was suspected to have fractured from the patient grinding their teeth, but this could not be verified. Clinical review of the x-rays indicates there was evidence of prior surgeries, prior implants, and a bone graft that may have contributed to implant fracture. The operating surgeon also noted that the patient had osteoporotic bone. For these reasons, the most likely underlying cause of the complaint is patient condition. There are no indications of manufacturing defects. This is supplemental report four of five for the same event; reference 0001032347-2016-00629-2 through 0001032347-2016-00633-2.

Manufacturer narrative:
It is reported that the screws remained in tact. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. The product was discarded by the hospital and therefore will not be returned for an evaluation. Because the lot number is unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report four of five for the same event. Reports one through three and five are reported on MFR #0001032347-2016-00629 through 0001032347-2016-00631 and 0001032347-2016-00633.

Event description:
It was reported that a plate was suspected to have fractured from patient grinding his teeth. It is reported that a revision procedure will be required to remove the plate and replace it with another plate. The revision procedure will be a "revision of right mandible with bone graft." It is noted that the patient has "bad bone." It is reported that the surgical technique was followed. It is reported that the screws remained in tact and the plate was a clean break.